Event description:
The customer reported that their device was intermittently displaying "leads off" during a device self-test. During this condition, the device would not have the ability to detect a patient connection and deliver defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer evaluated the device and has been unable to duplicate the reported intermittent issue. Physio-control provided the customer with the part number and information regarding replacement of the therapy connector assembly. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.